Manufacturer narrative:
The suspect device was returned to olympus for evaluation. The reported problem was confirmed and the cause isolated to a video connector bent pin.

Event description:
Olympus was informed of a report that the paddles were bent and an image was not produced.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported event was failure of the socket pin due to user handling. As stated in the instructions for use, as a preventive measure, "push the video connector into the video connector socket of the instrument all the way until it clicks, holding this instrument with a hand so that it will not move. Confirm that the "up" mark points upwards. When a visera series endoscope or camera head is used, disconnect the video connector of the video scope from the instrument, holding the instrument with a hand so that it will not move and push the locking lever down."